Event description:
Bard PICC line inserted into pt. The line and the hub separated several hours after insertion. The IV line migrated through the heart (right atrium, right ventricle) into the pulmonary artery. Pt had to be go by ambulance transport to a tertiary hosp for a specialist to remove the free floating PICC line and reinsert a new one. The pt did not have any heart rhythm problems but this could have caused serious problems for the pt. It did cause increased expense and the pt had to go through another procedure and prolonged the hospitalization. Reason for use: antibiotic therapy.